Event description:
The pt has two leads with same lot number. It was reported the pt is no longer receiving stimulation as one of the scs lead had migrated. The pt was advised to consult with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.